Event description:
The doctor has the same implant in two different sites and the one fit just fine but the other did not engage and start to bind as threading and the doctor did not want to force the attachment into the implant.

Event description:
The doctor has the same implant in 2 different sites and the one fit just fine but the other did not engage and start to bind as threading and the doctor did not want to force the attachment into the implant.